Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery shutting down without warning was confirmed. The scanner shuts down prematurely when ac power is removed. Reported issue root cause: the root cause of the reported issue is an internal li-ion battery failure. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm - battery shutting down without warning.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: battery shutting down without warning.